Manufacturer narrative:
Failure event observed during analysis. Final analysis found loss of hv output due to transistor damage. The cause of transistor damage is unknown.

Event description:
This report is to advise of an event observed during analysis.